Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a compromised force sensor system alarm when they put the reservoir in the insulin pump. It would do a restart. It had happened three times. The customer stated that insulin was squirting out during the manual prime process. Troubleshooting was performed. The drive support cap appeared to be normal. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.